Event description:
Additional information received reported that "pain prompted the need to remove her implant". It was stated that the device was causing her pain and she was not able to get coverage in her back, the coverage was going down her legs. It was noted that "may have been due to scar tissue". It was stated that the lead wires were still implanted and the doctor did not want to remove them. It was reported that the patient was having "a lot of pain" and she could not walk well. The patient thought this may have been due to her sciatic nerve. There was no time frame given for when the device was removed.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Additional information received clarified that stimulation from the patient's implantable neurostimulator (ins) was felt in the knee and ankle when it should have been covering their back pain. The patient stated that the device never worked well enough and that they discontinued use after working with their neurologist and manufacturer representative. It was noted that therapy was not working because the patient had too much scar tissue. It was also reported that the patient's physician did not want to remove the ins and leads. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Conclusion codes and patient and device codes have been updated to the following: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was in the wrong location. It was stated that stimulation was "everywhere except in the pain areas." It was reported that the patient had multiple "adjustments" done. It was noted that the patient has not used her implantable neurostimulator (ins) for "1-2 years." The patient had gotten out of rehabilitation recently and was not using any pain medications. It was reported that the patient had "her usual old age back pain, but she was able to control it." Three weeks later, it was reported from the health care provider that there was "no issue." Approximately three months later, it was reported that since the patient was implanted with the ins in 2008, she has had stimulation in the wrong location, coupling and communications issues, and a lack of therapeutic benefit due to trouble recharging. It was reported that the patient stopped using the ins "years ago." It was also stated that the leads were "old and broken." Two days later, it was reported that "the patient had not used her stimulation in years and does not plan to use it." The ins could not be interrogated because it had not been charged. It was impossible to do impedance checks or reprogramming. It was believed that the ins had not been reprogrammed for a "couple of years." No further information was provided. If more information is received, a follow up report will be sent.